Event description:
This lv lead was implanted in (B)(6) 2017 and still remains implanted at this time. In a product experience report received on august 30, 2017, the patient came to the clinic for a post implant visit. The physician inspected the left pocket site. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).